Manufacturer narrative:
The device was returned to cardiac surgery on may 28, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not load properly. It was reported that the heartstring iii proximal seal did not go down the chamber after being adequately squeezed. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.